Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device, the device failed a test step during testing. The device's active exhalation control module required replacement to address the issue. However, no repairs were completed because the device was scrapped.